Event description:
Roche molecular systems, inc. Received a complaint pertaining to the cobras amplicor hiv-1 monitor test, v1.5. In the complaint, the customer reported that hiv titers in the standard and ultra sensitive sample preparations did not correlate. Review and preliminary investigation lead to the determination that potentially erroneous results could be obtained if the customer report is confirmed.

Manufacturer narrative:
Investigations have been conducted at the user site and at roche molecular systems, inc. These investigations addressed laboratory technique, sample handling and storage, assay variability and frequency of discordancy. As of the writing of this report, roche has not confirmed the report with samples of known pedigree. Additionally, the frequency of discordancy has not been confirmed to be different than that contained in the product's design history file and data contained in the product's PMA filing. Roche molecular systems, inc. Is continuing to investigate this matter.